Event description:
Information received a smiths medical cadd solis vip pump alarmed cassette not attached properly. Consumer of product reported no patient involvement and under service warranty.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test, and functional testing were performed. The customer reported concern could not be confirmed. The investigation could not duplicate any problems with pump under test. The pump downstream occlusion sensor trips at 21 psi, and upstream occlusion sensor trips as expected (no false occlusions). However, both sensors were functioning and there was no evidence of contamination or wear. According to the investigation those are the main sensors in determining if the cassette is properly attached. No further action required at this time, as pump is running as expected under testing.